Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26may2020.

Event description:
It was reported that the unit had a safety valve malfunction. There was no patient involvement.

Manufacturer narrative:
G4: 28jul2020. B4: 30jul2020. Philips field service engineer evaluated this device. The fse confirmed that the unit has a faulty safety valve message. This complaint was verified as the unit will not pass an extended self-test (est test). The fse performed troubleshooting, and during the investigation, the fse observed that the unit had non-philips backup batteries attached to the ventilator. Per the service manual, the fse cannot certify the ventilator's operation with these third-party backup batteries. The philips parts system does not have any backup batteries for this device in stock and will not be replenishing these batteries, as this ventilator reached the end of life in december 2019. The fse advised the customer that the repair could not be completed and that this unit should be removed from the service. After evaluation by the philips fse, it was determined that the repair on this unit could not be completed. The ventilator was the end of life in december 2019. The unit has non-philips back up batteries attached, and the fse cannot certify the performance of this ventilator with non-philips brand batteries. No repair was made, and it was determined that the repair could not be completed. The fse advised this unit be removed from service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.